Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification. An evaluation of the medical records did not reveal the cause, type, or any relation to a fresenius device concerning the spontaneous peritonitis event.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation. Medical records were reviewed. Peritonitis is a known risk of peritoneal dialysis. There is no documentation in the medical record that indicates there is a causal relationship between the patient¿s liberty cycler and the patient¿s diagnosis of peritonitis.

Event description:
Medical records from the patient's clinic revealed a recent case of spontaneous peritonitis. The date of the event is unknown. No other information available at this time.